Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was a cooling fan error after they had attempted to replace the solenoids. The rse confirmed in a picture sent that the power management (pm) printed circuit board assembly (pcba) was bent. The rse determined a replacement of the pm pcba was required. It was later determined that the motor control (mc) pcba required a replacement. The customer replaced the mc pcba and confirmed the reported issue was resolved. The customer replaced the mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a cooling fan error. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was a cooling fan error after they had attempted to replace the solenoids. The rse confirmed in a picture sent that the power management (pm) printed circuit board assembly (pcba) was bent. The rse determined a replacement of the pm pcba was required. Onsite service is pending.